Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred for the g6 sensor with the serial number (B)(6). The sensor was inserted into the abdomen. However, data for the g6 sensor with the serial number (B)(6) was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.